Event description:
It was reported that surgery will be scheduled to explant the pt's device due to infection. On (B)(6) 2012, the pt was hospitalized and treated for otitis media and an abscess at the implant site. Incision and drainage procedure was performed and augmentin antibiotics was prescribed for one month. On (B)(6) 2012, pus developed at the site and the pt was hospitalized and treated with IV antibiotics (type unk) and a drainage tube. On (B)(6) 2012, the site developed pus and incision and drainage was again performed. The pt discontinued use of the external equipment on (B)(6) 2012 and is undergoing an extended antibiotic treatment.